Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: incomplete needle penetration through meniscus. Inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Per instruction for use : ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Manufacturer narrative:
Three related fast-fix 360 curved needle delivery system devices used for treatment. New, still sealed product were returned vs. The failed device(s). The complaint stated: ¿2 implants deployed at the same time.¿ the three devices were returned in separate shelf cartons. The two complaints generated will share a response. A sample of one device was tested for functionality. No abnormality was found. It cycled and actuated as expected. No functional failure was observed. First actuation deployed t1. Second actuation deployed t2 as expected. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retention of anchors. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. The fast fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not bend the delivery needle.¿ note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review found one cross referenced and related report for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure the 2 implants deployed at the same time. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.